Manufacturer narrative:
This medwatch report represents the reported stroke. The driveline infection and pump stoppage/elevated lactate dehydrogenase events are reported under medwatch MFR report numbers 2916596-2017-00040 and 2916596-2017-00041. The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, approximately 2 years and 6 months post-implant, it was reported that the patient was admitted to the hospital with an ischemic left brain stroke resulting in paralysis of the right side of the body and difficulty speaking. It was reported that the patient was being treated with amoxicillin at the time for a driveline infection. The patient¿s inr was stable around 2.0. An embolectomy was attempted to remove the organized thrombus, but was unsuccessful. It was reported that on (B)(6) 2016, unrelated to the event, a pump stoppage lasting a few seconds occurred when the hospital staff was lifting the patient in the bed. A non-grounded power module patient cable was provided for use while the lvad system is on power module support. It was reported that on (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level was 700 u/l. The patient was treated with anticoagulation and kept on a non-grounded power module patient cable. It was reported that on (B)(6) 2016, the patient's neurological condition had not improved. The patient's ldh level was 900 u/l with heparin therapy that was initiated after the stroke event. The system controller log file showed confirmed two power elevations up to 16 watts. There have been no reported pump stoppage events subsequent to the (B)(6) /2016 event. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient; however, the reported pump stoppages and power elevations were confirmed through the evaluation of the submitted system controller log file. The cause of these events could not be determined through the log file evaluation. A correlation between the device and the reported driveline infection, stroke, and elevated lactate dehydrogenase level could not be conclusively determined. Driveline infection, stroke, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with no further pump stoppages reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.